Event description:
It was reported that bd intima-ii 24gax0.75in prn ec slm npvc leaked with power injector 1. Device usage time: (B)(6) 2025 2. Reason for use: to administer intravenous medication to the patient for enhanced CT examination of the thyroid gland 3. Method of use: administer medication according to the instructions 4. Adverse reaction: when a high-pressure syringe was connected to the prn side according to normal procedure and a test injection was performed, the liquid medicine gushed out from the white cap side. 5. Treatment measures: immediately replaced the closed venous cannula and reconfigured the liquid medicine. 6. Improvement of adverse event symptoms: improved, and the new closed venous cannula can be used normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review(lot#4258123): 1) the products of this batch were assembled at intima ii auto line 3 in nov, 2024, and packaged at r240 & cfs package line in nov, 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Function tests (45psi leakage test and the end cap removal torque test) are performed on retained sample of the complaint batch, and no leakage or other abnormalities are found at the end cap. 4. Sku#383069 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): as no abnormality is found on process and retained sample, the product of this sku has never been declared to be used for high-pressure injection, and no similar complaints have been received from other hospitals regarding this batch of products, so the root cause of this defect may be related to the incorrect use of the product.

Event description:
No additional information available.